Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire coating issue occurred. Vascular access was obtained via the femoral artery. The eccentric and de novo target lesion was located in the severely tortuous and severely calcified unspecified below the knee vessel. The 300cm v-14 controlwire guide wire was advanced to the lesion however it was noticed that the coating on the wire broke off. The device was removed. The procedure was not completed due to this event. No patient complications were reported and the patient status was stable.